Event description:
It was reported that during the follow-up of (B)(6) 2014, the displayed device residual longevity was less than 3 months, whereas battery impedance was measured at 5,95 kohms. Residual longevity was considered as inconsistent (too short) compared with battery impedance. The device will reportedly be replaced in (B)(6) 2014.

Event description:
It was reported that during the follow-up of (B)(6) 2014, the displayed device residual longevity was less than 3 months, whereas battery impedance was measured at 5,95 kohms. Residual longevity was considered as inconsistent (too short) compared with battery impedance. The device will reportedly be replaced in (B)(6) 2014.